Manufacturer narrative:
H10: this event was found outside of clinical use. Based on information provided, the customers alleged malfunction was not confirmed. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 02/08/2021, 03/12/2021, 03/18/2021 and 10/06/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 22feb2021.

Event description:
A motor fault was reported. There was no patient involvement.